Manufacturer narrative:
It is indicated that the products are not returning for evaluation. Strip lot 272418 expired february 2013, and 263071 expired august 2012 and were not available for testing. A review was conducted of the last in-house testing performed for each lot. Retain strip testing results for both reported strip lots met testing criteria at the time testing was performed. The products performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lots did not uncover any non-conformances. Both lots meet release specification. Certain relevant conditions can contribute to discrepant inr results. The patient was reported to have a high crp level, which may be indicative of an inflammatory response. Conditions associated with acute or chronic inflammation may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curves associated with the discrepant results could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient called to report discrepant results. They indicated that a new strip lot showed better results. When testing with a reference, the results were always different. Due the technology to measure the impedance of blood and due to high inflammation values the inr could show false low result. The patient reported high crp results which could be the reason for the discrepant results. We recommend to the patient to measure the inr at a lab until the crp is dropped down. (B)(6). Patient is on vka with phenprocoumon; no further information available. Case was escalated to alere (B)(4) on (B)(6) 2015. This case was identified during an assessment/remediation as part of an internal asd CAPA-(B)(4) related to inratio complaints received at the alere germany intake site that were not appropriately documented in the electronic case record for processing and escalation for regulatory determination. The available information is limited and no additional information is able to be obtained.